Event description:
Pt undergoing electrohydraulic lithotripsy of bladder stones when partially into the procedure the lithotriptor began firing without the foot pedal being depressed. The fuse also blew, however, after replacing the fuse, the machine continued to fire without being activated. The machine was discontinued and a report was made to the biomed dept. The machine was sent to circon for repair.